Event description:
It was reported that after collecting an unknown amount of blood, the transfer lever broke off the reservoir. None of the collected blood was re-infused. It is unknown at this time, if the patient received a blood transfusion from either a blood blank or pre-donated blood.

Manufacturer narrative:
The device was discarded at the account. Pictures were taken of the device and were sent to the manufacturer. Based on the pictures, the complaint of the transfer lever breaking off the reservoir was confirmed. The device history record for this lot number was reviewed and no non-conformances were found that could contribute to the failure addressed in this complaint.